Event description:
Following a bus accident, the patient's implantable cardioverter defibrillator (ICD) could not be interrogated using the quick check feature. Once interrogated manually, a message was displayed that indicated the ICD had reverted to fallback mode. No tones could be obtained with a magnet. The ICD is scheduled for immediate replacement.